Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0833 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported when removing the catheter guide the nurse went to wash the catheter and it was with a hole. It was diagnosed before inserting into the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned sample. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample and dried residue within the catheter tubing. Whitening of the catheter material was observed in some locations when the catheter tubing was stretched linearly. An attempt was made to flush the returned sample; however, the catheter was found to be occluded and no leaks could be found. A microscopic inspection revealed no splits or holes in the returned catheter. Due to the material occluding the catheter, no leaks were manifest during functional testing. No damage or evidence of leakage was observed on the returned catheter and any microscopic damage on the catheter that may exist could not be located. Therefore, this complaint was determined to be inconclusive. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported when removing the catheter guide the nurse went to wash the catheter and it was with a hole. It was diagnosed before inserting into the patient. No other information was provided.